Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccrately low compared to a callibrated lab method.meter 103 mg/dl and lab 127 mg/dl. Within lifescan criteria for precision. No medical attention sought or received. No action taken by the patient following use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. The meter was returned with return expected.